Event description:
Baxter reports a home patient noting a leak/overprime during the priming cycle prior to their automated peritoneal dialysis therapy utilizing the homechoice machine. Reportedly, the home patient "found solution leaked from the patient line end" during the priming cycle. No extra pressure was exerted on the heater bag, and the patient line of the homechoice set was located in the homechoice set organizer during priming. This issue was noted with 28 homechoice sets, all from the same box. Per baxter the home patient did use a "cutter" to open the carton in which the homechoice sets were delivered. Baxter reports that there was no patient injury or medical intervention associated with this issue, and that the issue has discontinued with the utilization of a different carton of homechoice sets.